Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold. Imaging did not reveal any physical anomalies. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.